Event description:
During surgery, one of the prongs on the glide broke off.

Manufacturer narrative:
Product is expected to be returned but has not yet been received. Method - reviewed device history records. Result - review of device history records shows the device was manufactured to all applicable specifications.